Event description:
The patient lost therapeutic effect and stimulation sensation after having a coughing spell. Impedance test was abnormal. The patient also reported itching over the ins and contralateral hip. The system was revised. During surgery, impedance was tested through the snap lid and was found to be within normal range 800-1100ohms. When the extension was reinserted into the connector block, impedance read 'xxx'. The extension pulled out, and the connector was washed with sterile water and reset with no change. The device battery reading was 0.000v; the battery has about 1/2 full. A short reset on the ins was done and impedance was retested at 3v; all values were within 10,000-33,562 ohms and ins battery was measuring at 3.735v. A sensory test was conducted and no response was obtained on the right side. Impedance was then re-run at 0.7v and all combination of 3&4 were >10,000ohms. The extension was removed and wiped several times. Impedance test was re-run at 0.7v and all impedances were within normal range and a response was seen on both sides from the sensory test.